Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that the customer experienced periods where the pump felt abnormally hot. The customer stated that blood glucose levels were elevated due to the reported issue; however, the exact value was not provided. Reportedly, when the customer changes the cartridge, blood glucose levels come down. The pump data was reviewed by tandem technical support and there were no temperature alarms or temperature readings outside of normal range.